Manufacturer narrative:
(B)(4). This device has not been returned. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that surgical intervention was required to explant this device system due to infection, which is considered life threatening. No additional adverse patient effects were reported.